Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces.no button error alarm noted during testing. Unit received with cracked case at the display window corner, reservoir tube lip and minor scratched display window.

Event description:
It was reported the customer received a button error alarm while attempting to program their temp basal. The customer's blood glucose was 188 mg/dl. The customer stated they may have exposed their insulin pump to sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.